Event description:
It was reported that when the preloaded toric intraocular lens (iol) was inserted, the iol edge was scratched where the tip of the injector touched it. The iol was successfully implanted, and the patient¿s visual acuity is satisfactory. The account also reported that they did not feel any significant resistance during the insertion. No further information was provided.

Manufacturer narrative:
Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.